Manufacturer narrative:
A device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported the disposable was stopped by no cassette alarm after 3 days use. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: d4 lot number, expiration date unknown, h4: device manufacture date is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.